Manufacturer narrative:
From the investigation, the root cause could not be established.

Manufacturer narrative:
It is presently unknown whether it was a health care professional handling the patient. However, it is not possible to mark 'no information'. It has been confirmed that the patient was treated with scald ointment for a week after which the mark disappeared.

Event description:
According to the complaint, the skin of the patient was slightly burned during transcutaneous oxygen/carbon dioxide measurement ultimately leaving a red, swollen and white mark.